Event description:
Reporter indicated that vns patient was experiencing an increase in tonic-clonic seizures. The patient had reportedly been doing well with the vns therapy until a recent increase in stimulation received (decrease of off time from 5 minutes to 2 minutes). Approximately three days after device off time was decreased the patient's tonic-clonic seizure frequency increased from 1 seizure every two days to 5 seizures per day.